Manufacturer narrative:
Per smartphone compatibility information, with use of application, the customer's device (phone) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this issue is not confirmed. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an "incompatible device" issue with the adc application, stating they "could no longer use" the application. As the customer was unable to obtain sensor readings they became hypoglycemic with loss of consciousness. Paramedics were called and a healthcare meter result of 1.4 mmol/l was obtained. The customer was transferred to hospital and treated with glucose infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An app issue was reported with the adc application in use with (a313 samsung). Smartphone compatibility with the use of freestyle librelink and freestyle libre 2 apps, the samsung a13 device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An app issue was reported with the adc application in use with (a313 samsung).a customer reported an "incompatible device" issue with the adc application, stating they "could no longer use" the application. As the customer was unable to obtain sensor readings they became hypoglycemic with loss of consciousness. Paramedics were called and a healthcare meter result of 1.4 mmol/l was obtained. The customer was transferred to hospital and treated with glucose infusion. There was no report of death or permanent injury associated with this event.